Manufacturer narrative:
The insulin pump failed the displacement test followed by a motor error alarm during rewind due to motor encoder signal out of phase. Unable to perform displacement test, rewind, basic occlusion test, prime/a33 test, excessive no delivery test and occlusion test due to motor error alarm. The insulin pump was received with cracked reservoir tube lip, minor scratched lcd window and cracked case at the display window corners.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
The customer reported via phone call of a motor error alarm with their insulin pump. Customer states they are not able to pump insulin through due to alarm. Customer states they were also unable to complete the rewind process. Customer also states receiving a no delivery. Customer's blood glucose is unknown. Customer advised to discontinue use of device. The insulin pump is being returned and replaced.